Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly; no problems were found with the back button.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because back button is unresponsive and issue was not resolved with troubleshooting.